Event description:
It was reported that pt never had therapeutic effect, and that she has had multiple bladder infections. Pt is going to have surgery to explant the device in the future. Company rep informed the pt that the device battery was depleted. Further info has been requested.

Manufacturer narrative:
(B)(4).